Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Ts discussed possible lead fracture. In addition, there was a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing. It was noted that the patient's heart rate was in the 40s bpm range, and the patient was pacer dependent. The patient was scheduled for troubleshooting at the initial time of report. The patient was later programmed to unipolar. During a scheduled rv lead revision, it was determined via left-sided venogram that access was impossible. As a result, the leads were surgically abandoned, the pacemaker was explanted, and a new single chamber system was implanted on the right side. No additional adverse patient effects were reported.